Manufacturer narrative:
Manufacture¿s investigation conclusion: the reported event of atypical low voltage alarm and batteries draining faster on the black power cable was confirmed via the log file review; however, the reported event of fluid ingress on the controller was not confirmed. The system controller log file spanned approximately 2 days (15jan2023 to 17jan2023 per the timestamp). Low voltage alarms intermittently activated throughout the log file due to fluctuating rsoc voltage especially on the black power cable while on a battery power source. The batteries lasted more than 8 hours per design; however, the batteries on the black power cable always deplete faster than the batteries on the white power cable. The alarm resolved shortly after activation or connecting to a new power source. The alarm did not affect the controller ability to operate the pump at the set speed limit. No other notable alarm was observed. The hm2 system controller, serial (B)(6), was not returned for analysis. Per provided information, the controller was exchanged resolving the issue and will not be returned for evaluation. A root cause of the reported event was not determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including low voltage. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Gender and patient weight are unknown and will be updated once additional information is received. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
The patient noted that the left battery drains faster than the right. The system controller was exchanged due to green fluid leaking out of the white power cord bend relief.